Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading on her/his adc freestyle libre sensor that was subsequently believed to have been erroneously high. It was further reported that on (B)(6) 2018 customer received a sensor scan result of 440 mg/dl and self-administered an unspecified amount of insulin in response to the reading. Approximately 8 minutes later, a reading of 300 mg/dl was received on a healthcare provider¿s meter. Customer began to experience ¿trembling, agitation, sweating and almost lost consciousness¿. Another test was performed using the hcp meter and a result of 30 mg/dl was received. Customer was treated with two ¿glucosmon¿ (glucagon) injections, ¿serum therapy¿ and oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was seated correctly. Data was successfully extracted using approved software and the sensor was found to be in state 5 (normal termination). Inspection of the sensor plug was performed and no issues were observed. Sensor was inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a reading on her/his adc freestyle libre sensor that was subsequently believed to have been erroneously high. It was further reported that on (B)(6) 2018 customer received a sensor scan result of 440 mg/dl and self-administered an unspecified amount of insulin in response to the reading. Approximately 8 minutes later, a reading of 300 mg/dl was received on a healthcare provider¿s meter. Customer began to experience ¿trembling, agitation, sweating and almost lost consciousness¿. Another test was performed using the hcp meter and a result of 30 mg/dl was received. Customer was treated with two ¿glucosmon¿ (glucagon) injections, ¿serum therapy¿ and oral glucose. There was no report of death or permanent injury associated with this event.